Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly.

Event description:
It was reported during implant procedure that the lead didn't work right according to the doctor and the screw was "sticking". The lead was not implanted. No patient complications have been reported as a result of this event.